Event description:
Information was received that a smiths medical pump medfusion was receiving a check clutch error. No patient injury resulted.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump's right plunger case was cracked. The event history log noted a 'check clutch error' message was recorded. Functional testing included flow testing and occlusion testing. Testing was unable to duplicate the field observation. The right plunger case was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.